Event description:
It was reported that the pump touch screen was cracked. Reportedly, the reason for the cracked screen was unknown. There was no known impact to the customer's blood glucose. As the pump was still functional, the customer would continue to use the pump for insulin therapy.